Event description:
Inaccurate readings wildly inaccurate sensor fails early only lasts 7 days the pump works off of the readings and therefore I am not getting the amount of insulin I require. It's not reliable and it's frightening. The sensor says blood sugar is 80 when it's actually 200.